Event description:
Police responded to an unconscious, unresponsive, non-breathing person. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device first alarmed "motion detected" and then "connect electrodes" and would not analyze the pt's rhythm. An als crew arrived with a manual defibrillator and took over the scene. The als crew transported the pt to a hospital. The reporter did not known the outcome of the pt. The reporter stated he was unsure of what brand of defibrillation electrodes were used or what the expiration date was. The package for the electrodes was not provided.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.